Manufacturer narrative:
Based on the claim against the product by the customer noting that the right mtm drifted downward, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive field service engineer (fse) followed up with the site. The site confirmed that there were no issues when another surgeon used the suspected system. The isi fse explained that the surgeon side console (ssc) head sensors can sense the surgeon¿s head even when slightly in, making the system think it¿s in ¿follow mode¿, which can cause the mtm to move. The site indicated that the mtm only drifted a couple of inches, which is ¿normal¿ behavior if the user purposely lets go of the controls while in ¿follow mode¿. The isi fse advised that this is not recommended per the system user manual. The customer confirmed that there were no further issues with the same system on subsequent procedures. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure that the right master tool manipulator (mtm) drifted downward. Intuitive surgical, inc. (Isi) technical service engineer (tse) found no related errors in the logs. The procedure was completed with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.